Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during drain 0 of 4. The patient contact then bypassed the patient into fill 1 of 4 at which point the cycler alarmed with the notice: filling slowly message. The patient contact then noticed fluid leaking from the stay-safe connector pin of the liberty cycler set. The fluid leak was discovered in fill 1 of 4. The patient was connected during the incident. Fluid was not found in the pump module area nor on the external portion of the cassette. Fluid leaked from the stay-safe connector pin. It was reported the patient would re-setup to complete treatment on the cycler. No parts were returned for evaluation. Additional information has been requested, however to date has not been provided.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during drain 0 of 4. The patient contact then bypassed the patient into fill 1 of 4 at which point the cycler alarmed with the notice: filling slowly message. The patient contact then noticed fluid leaking from the stay-safe connector pin of the liberty cycler set. The fluid leak was discovered in fill 1 of 4. The patient was connected during the incident. Fluid was not found in the pump module area nor on the external portion of the cassette. Fluid leaked from the stay-safe connector pin. It was reported the patient would re-setup to complete treatment on the cycler. No parts were returned for evaluation. Additional information has been requested, however to date has not been provided.